Event description:
Procedure type: unknown. According to the reporter: the tip of the device broke off inside the patient's cavity. The tip was retrieved and is being returned. Opened a new device to complete the case. There was no report of patient injury, unanticipated blood/tissue loss, or extended operating time. No patient injury was reported.

Manufacturer narrative:
(B) (4).